Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the device to be in good condition. The event history log was reviewed for evidence, found? High pressure" and ?upstream occlusion" alarms. To conduct functional testing a battery loss alarm test was performed. Upon review, the reported problem was unable to be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: d4 (UDI number) and g5 are unavailable.g3: italy.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an upstream occlusion alarm accompanied by an intermittent and persistent audible alarm. Per reporter the alarms could only be stopped by removing the battery. The alarm continued when the pump was restarted. It was reported that the pump was subsequently replaced. No adverse patient effects were reported. Per reporter the issue occured while using the following cassettes: 21-7002-24 and 21-7302-24, but it was not specified which cassette was in use at the time of this event.